Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "speaker is defective" was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "speaker not alarming" in the intensive care unit. It was also reported there was no patient injury.